Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was found unconscious on the floor by their spouse and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 27 mg/dl; cause was not known. Customer was treated with intravenous glucose while hospitalized. Customer was discharged from the hospital on (B)(6) with the issue resolved and no permanent damage. The customer has reverted to an alternate method of insulin therapy as of now, but intends to return to using the pump at a later date. The pump history was reviewed and multiple cartridge changes and a load fill tubing occurred prior to the low bg, however it was not confirmed whether either was the cause of the low.